Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The micro catheter was received in two sections, due to a break in the shaft. The break was located at approximately 40mm distal of the hub. Both sections of the shaft were kinked at various locations along its length. Both sections of the micro catheter were received loaded on to the customers guidewire. A visual and microscopic examination identified no issues with the balloon catheter. No other issues were noted with the returned device.

Event description:
Reportable based on device analysis completed on 14mar2019. It was reported that the device was kinked and had difficulty advancing. The target lesion was located in superior femoral artery. An offroad was selected for use. During the procedure, the re-entry location was identified and the balloon was positioned within the distal part of the lesion. The balloon was inflated to two and a half atmospheres. Subsequently, the zipwire was removed from the postioning balloon and replaces with a thruway guidewire. It was difficult to advance the microlancet over the wire inside the balloon catheter and became significantly kinked. The microlancet failed to advance further. The devices were removed. The procedure was not completed as re-entry of the lesion was unable to occur. No patient complications were reported. Another attempt to cross the total occlusion was to be planned in the future. However, device analysis revealed that the device was broken 40cm distal from the hub. It was further reported that the break likely occurred during the procedure when the lancet would not advance.